Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that non-sustained rv oversensing due to noise was observed via remote transmission. Review of the noise revealed it was of an external source. When the asymptomatic patient was brought in-clinic, the noise was reproduced with arm maneuvers. The lead was capped and replaced on (B)(6) 2018. The patient remained stable during and post procedure.

Manufacturer narrative:
A partial lead with the connector pin measuring 16.5 cm was returned for analysis. External insulation abrasion was noted at 5.4-5.7 cm from the connector pin consistent with lead friction to the device can. This is consistent with the observation from the field of noise.